Manufacturer narrative:
The hillrom technician suggested to inspect the brake switch and replace if defective. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician suggested to inspect the brake switch and replace if defective. Hillrom technical support contacted the account three times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required. 3 resolution attempts made.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).